Manufacturer narrative:
The initial MDR was filed on 22-oct-2018. (24-oct-2018): in the initial MDR, the manufacturer's awareness date was incorrectly stated as (B)(6) 2018. The correct date is (B)(6) 2018. Section has been updated with the correct date.

Manufacturer narrative:
A siemens customer service engineer (cse) visited the customer site and saw that there was an autocheck (automatic mechanical verification performed in diagnostic mode) failure for an error on reagent 2 water pressure. The cse replaced the reagent 2 high pressure water valve. There are no reports of additional discordant results from this instrument. The cause of the discordant falsely depressed gluh_3 result was reagent 2 high pressure water valve malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discrepant, falsely depressed glucose hexokinase_3 (gluh_3) result was obtained on an atellica ch 930 analyzer. The initial result was not reported to the physician(s). The same sample was repeated in duplicate on the same instrument, resulting higher. One of the repeat results was reported to the physician(s). There are no known reports of any impact to the patient due to the discordant, falsely depressed glucose hexokinase_3 (gluh_3) result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant falsely depressed glucose hexokinase_3 (gluh_3) result.